Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set would not flow. This occurred during infusion using a baxter infusion pump. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: manufacturing date: 06/06/2017 - 06/07/2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.